Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely elevated creatinine results generated on the architect analyzer on three patients. Results provided: on (B)(6) 2019: sid (B)(6) ((B)(6) yr. Old male) = 4.9 / 1.0 mg / dl; sid (B)(6) ((B)(6) yr. Old female) = 4.5 / 0.7 mg / dl; sid (B)(6) ((B)(6) yr. Old male) = 6.3 / 1.5 mg / dl. No impact to patient management was reported.

Manufacturer narrative:
No customer returns were available for evaluation. A review of ticket trending for architect creatinine reagent product lot number (03282un18) did not find any atypical complaint trends identified. The trend review by the product list number (3l81) found no trends related to this issue. Labeling, including sample handling procedures was reviewed and found to adequately address the issue under review. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. No product deficiency was identified.